Event description:
It was reported the camera head non-ac hd560h did not present an image. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of blank live image could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. All functions perform as expected. No problem found.